Event description:
It was reported the pt's lead implanted in her cheek (off-label) was explanted due to the area being red and firm to the touch. The pt stated she had some dental work done a couple of weeks ago and the issue developed after that procedure. The pt was already taking antibiotics but no cultures were taken. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.